Manufacturer narrative:
Concomitant medical products: c6tr01, device, implanted: (B)(6) 2016; 429688, lead, implanted: (B)(6) 2016.

Event description:
It was reported that two days following implant of the left ventricular (lv) lead, the patient experienced a pulsating feeling coming from the implant site and down the left side of their body. It was noted the lv pacing threshold had increased within one day. In addition, right atrial (ra) lead undersensing was observed on atrial episodes three days after the procedure. The ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.